Manufacturer narrative:
No product has been returned for investigation. No radiographs or further information is available to be able to determine root cause.

Event description:
Received information stating patient underwent a revision surgery from l3-s1 levels where the precept product was removed. No allegation of product malfunction.